Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the cause of the reported issue was the white energy capacitor wire being disconnected from the j18 spade connector. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device would not deliver defibrillation energy. There was no patient involvement reported with the event.